Event description:
Ans was advised in 2009, that the pt was implanted with two surgical leads at c2 the day before. Postoperative, the pt reported being able to feel their hands, but could not move them. Later that evening the md explanted the scs system. The sales rep was advised by the md that the pt is doing better and has some numbness in his hands. The explanted scs system was discarded and will not be returned to ans for eval.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.